Manufacturer narrative:
Patient reported that instead of some form of stumble control, his knee joint collapsed after having tripped or stumbled. The evaluation of the knee joint showed no relevant error which may have caused or contributed to the reported falls and the missing stumble control. The device operated within specification, stumble control feature showed no deficiencies. Patient fell several times after having tripped or stumbled (got caught on several obstacles), all falls were caused due to an user error (erroneous gait pattern or potentially inadequate fitting of prosthetist).

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after evaluation of all device components.

Event description:
The patient reported numerous falls with his prostheses: approx. 1 year ago in (B)(6)-walking along (B)(6), walking along on a slightly uneven pavement, my prosthetic leg encountered a slight bump in the walking surface, and instead of some form of stumble control, it simply collapsed under me with no chance of recovery. Result-nasty cut on head sustained when I fell amongst tables full of diners, also caused a great deal of embarrassment as of course all the well-meaning folk wanted to assist when no assistance required. (B)(6) 2016 at (B)(6), as I crossed the roadway, once more a bump in the surface of the road and true to form, the leg made contact with the road bump and instantly collapsed. Result- grazed right knee and sore hip for a couple of days. (B)(6) 2016, walking with friends along yet an uneven footpath, similar to above, snagged foot on bump in walking surface with an instant collapse of knee unit. Result- badly grazed left knee and considerable embarrassment. (B)(6) 2017, unloading a trailer load of furniture for my daughter, undoing the tie down ropes, walked along the side of the trailer on a grass surface, snagged the foot on a passion fruit vine, instant collapse of leg. Result- fell forward and somehow bent both my little finger and ring finger badly backward during the fall, resulting in a badly swollen hand, saw my gp who ordered x-rays, no apparent damage and swelling went down after about a week. (B)(6) 2016, doing some repairs on (B)(6) gazebo, on concrete floor in carport, for reasons unknown, gazebo collapsed whilst I was working on it and it tripped me up and I fell on top of it. Result -left little finger very painful and swollen, left ring finger badly dislocated, bone penetrated the skin and required surgery at the hospital, two days in hospital, still requires further treatment and I have an appointment with a plastic surgeon in (B)(6) later this month. (B)(6) 2017, walking through grass paddock with brother in law, encountered a slightly larger tuft of grass, foot didn't come through the grass, got snagged and once more instant collapse of knee unit. Result- again fell onto left hand and aggravated injuries sustained during the (B)(6) event! Also a very sore right hip (hip still sore) did not seek medical treatment.